Event description:
It was reported that during a da vinci-assisted head and neck surgical procedure, it got damaged. The customer reported event has no report of patient injury. The reoccurrence of the alleged failure mode would not cause nor contribute to an adverse event or serious injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clinical sale representative informed the broken fragments had been recovered and discarded as per hospital protocol. There were no fragments that fell into the patient. The patient did not return hospital due to experiencing any post-surgical complications related to retention of foreign material.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci 8mm permanent cautery spatula instrument to perform failure analysis. The instrument was analyzed and found to have a broken distal clevis on one side of the ears of the clevis. The broken piece was not returned with the instrument. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage.